Event description:
It was reported that during preparation, prior to a procedure, the bovie triggered an error on the generator, which was not immediately noted. The nurse believed the bovie may have activated on its own. The device was quickly disconnected. The procedure was completed successfully without a delay. No adverse consequences or injury were reported.

Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is complete.

Manufacturer narrative:
Correction: d9: device not returned for evaluation additional information: h6: the quality investigation is complete.

Event description:
No new information.